Event description:
It was reported that a malfunction alarm occurred, identified as malfunction 0, with the fault ID 0x2143. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to put the malfunctioning pump into storage mode and return it to tandem using a provided return box and pre-paid label. A replacement pump was sent, and the customer was advised to program the settings and connect their cgm to the new device. The customer also planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.